Manufacturer narrative:
Reference MFR report # 2916596-2016-02543 for the report of the patient cable. (B)(4). Approximate age of device ¿ 1 year 2 months. The patient remains on vad support and no further related events have been reported. (B)(4) was not returned. The reported motor stop events were confirmed per the evaluation of the submitted log file. However, a cause for these events could not be conclusively determined. It was reported that the patient¿s lvad system had motor stop events while support on the patient cable. The lvad system was switched to an ungrounded patient cable. Log files were submitted and revealed several low speed events, pump stoppages on (B)(6) 2017 between 12:34 and 12:44 pm while the lvad system was on power module support. There were also driveline disconnected alarms recorded. The log file also identified unusual voltages, which may have been caused by a faulty patient cable or system controller power leads. However, these issues could not be correlated to the motor stops. The lvad system was placed on a new standard grounded patient cable and monitored. No further alarms occurred. Submitted x-rays showed the internal and external portions of the driveline. No area of suspected damage was identified. The patient remains on lvad support and no further related events have been reported. Root cause of the pump stoppages could not be determined. A full evaluation of the device could not be conducted as the device was not explanted. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, pump stoppage events occurred while the lvad system was powered on the power module. The system was placed on an ungrounded power module patient cable. No clinical symptoms were reported. The submitted log file was reviewed by a representative of the manufacturer's technical services staff, and confirmed the pump stoppages. The data also revealed unusual voltages recorded while connected to the grounded power module patient cable. The voltages recorded when the lvad system was connected to the ungrounded power module patient cable were within the expected range. The patient was provided a new grounded power module patient cable and no further unusual alarms occurred. Evaluation of the log file with regards to the low voltage recordings on the grounded power module patient cable determined that the patient cable would not have caused the pump stoppages. No additional information was provided.